Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During implant of a crtd, the hv lead impedance was high. After monitoring for 24 hours, the value was stable. There were no complications for the patient.